Event description:
Preoperative diagnosis: cervical disc disease. Patient experienced pain. On (B)(6) 2012, the event of neck pain became serious when the subject underwent c6-7 foraminotomy and c5-7 posterior fusion fixation with local autologous graft. The slim loc device was explanted. See mfg medwatch report no. 1726439-2013-22739 for the first device that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Not available.

Manufacturer narrative:
Investigation results: the product sample was not returned for evaluation as there was no mechanical malfunction of the device. As such the device was not explanted. A device history record (DHR) review could not be conducted as the lot number of the product was unknown. Without a product sample or a report of device failure, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. If the complaint product sample becomes available and the complaint can be attributed to it, the complaint file will be re-opened and product evaluated.